Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device also shocked the patient multiple times for atrial fibrillation (af) with rapid ventricular response (rvr). No adverse patient effects were reported.